Manufacturer narrative:
Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "known inherent risk of device" was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of erosion is included in the product labeling. Based on the results of this investigation, no escalation is required. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to erosion. Beginning in (B)(6) 2020 the patient became incontinent again. Erosion of the cuff at the bulbar urethra was diagnosed via cystoscopy. Prior to the erosion of the urethra the patient had received radiation treatment. The physician does not believe that the device caused or contributed to the erosion. No new device components were implanted after the aus was explanted and the patient was healing.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to erosion. Beginning in (B)(6) 2020 the patient became incontinent again. Erosion of the cuff at the bulbar urethra was diagnosed via cystoscopy. Prior to the erosion of the urethra the patient had received radiation treatment. The physician does not believe that the device caused or contributed to the erosion. No new device components were implanted after the aus was explanted and the patient was healing.